Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It was reported the guide wire was jailed beneath the stent. It should be noted the hi torque guide wire instructions for use (IFU) states: do consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Do not push, auger, withdraw, or torque a guide wire that meets resistance. The investigation determined the reported difficulties to be related to user technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a non-calcified, de novo lesion in the non-tortuous saphenous vein graft (svg) to the right coronary artery (rca), a hi-torque (ht) balance middleweight (bmw) universal ii 190cm guide wire was successfully used throughout the procedure without issue. An unspecified stent system was then advanced and the stent was deployed in the target lesion without issue, but inadvertently jailed the tip of the bmw guide wire. Force was applied in an attempt to retract the jailed bmw tip from the deployed stent, but resulted in separation of the bmw tip, but no damage to the vessel or stent resulted. The proximal portion of the bmw guide wire was withdrawn without issue and the distal tip remained partially jailed in the stent. Another stent was deployed to secure the remaining uncovered portion of the distal bmw tip, completing the procedure. While a delay was reported, it did not cause or contribute to any adverse patient effects. No additional information was provided.